Event description:
It was reported that baloon rupture occurred. The 90% stenosed target lesion was located in a severely calcified coronary artery. A 2.50mm x 8mm nc emerge balloon catheter was advanced for in-stent restenosis dilation. However, on initial inflation at 6 atmospheres, the balloon ruptured. The device was removed and the procedure was completed with a different device and no patient complications were reported.

Manufacturer narrative:
E1 initial reporter city: (B)(6). Device evaluated by MFR.: returned product consisted of a nc emerge balloon catheter. The balloon was loosely folded with blood in the balloon and shaft. Analysis of the tip, balloon, inner/outer shaft, and hypotube included microscopic and visual inspection. Inspection revealed a pinhole in the balloon catheter located 7mm from the tip, tip damage, and numerous kinks in the hypotube. Inspection of the rest of the device found no other damage or defect.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a severely calcified coronary artery. A 2.50mm x 8mm nc emerge balloon catheter was advanced for in-stent restenosis dilation. However, on initial inflation at 6 atmospheres, the balloon ruptured. The device was removed and the procedure was completed with a different device and no patient complications were reported.